Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be determined.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2182269-2020-00043. Following a stereotactic radiofrequency ablation of c2 and c3, a patient burn was noted. Prior to the procedure the patient's skin had been prepared and the grounding pad was placed on dry skin with no overlapping or wrinkled parts. The procedure was completed without any issues or alarms, but when the grounding pad was removed from the left shoulder area, a burn with blistering was noted. The wound was treated with flamazine cream. There were no performance issues with any abbott device.